Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-63, lot# w3688539, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the introducer tip was frayed and the product could not be used as a result. It was stated the issue occurred ¿because the physician did not understand how to use the product.¿ it was further stated the ¿physician¿s knowledge and understanding of the product¿ had caused or contributed to the issue. The physician involved with the event noted the cause of the issue was the ¿procedure.¿ the product instructions were reviewed, the product was replaced, and the issue was resolved. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No complications were reported or anticipated.